Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen for an orthodontic evaluation and provided a letter of recommendation. In the letter the dentist states they found in the evaluation class I malocclusion, severe crowding of lower anterior teeth, deep bite, narrow lower arch. The dentist recommends lower braces with lower incisor extraction. Lower braces with significant interproximal reduction. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.